Event description:
Covidien feeding tube with iris 12fr 109cm lot#1243120319. This feeding tube has completely illegible depth markings. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to additional documents in i2k.